Event description:
The customer reported via phone call that the insulin pump alarmed button error after she may have slept on top of the device. She stated that she may have pressed the buttons while sleeping. The customer's most recent blood glucose was 272 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners and cracked battery tube threads.